Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed infection at the incision sites. The symptom included drainage. The physician believed the infection was procedure related and not device related. The patient was prescribed antibiotics and underwent an explant procedure. The patient was doing well postoperatively.